Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial# unknown, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was in the hospital last week. The patient¿s reason for being in the hospital was not related to the pump. She had pneumonia and ¿was of out medicine for 3 days because of this¿. The pump was delivering baclofen, dilaudid, and 2 other kinds of drugs that the patient could not recall. Additional information has been requested, but it was not available as of the date of this report.